Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : unknown cement was found partially adhered to the surface of the returned tibial tray. The bone cement showed evidence of good interdigitation with bone. The product was reported as unknown and without being able to identify product information of the bone cement, no further investigation could be performed. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon performed on (B)(6) 2021 a cemented attune rp ps revision for a loosening of the tibial plateau after one year. Surgical revision of the 3 compartments by a revision attune.